Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, display window, reservoir tube and battery tube threads and with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The button error alarm would not clear. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.